Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the charge circuit timeout alert. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) alerted for elective replacement indicator (eri) and charge time out. The device was explanted and replaced. No patient complications have been reported as a result of this event.